Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump had received a bolus not delivered alert. The customer¿s blood glucose level was 317 mg/dl. Customer was treated with bolus. Customer troubleshoot was performed for high blood glucose level and mother was refused. The insulin pump will not be returned for analysis.